Event description:
It was reported that the pt had her device replaced due to impedance readings of >4000 ohms along each combination of electrode settings. At the time of the procedure, the device was replaced. The first replacement device would not connect to the lead. The screw set would not loosen or tighten. A second replacement device had to be used. Additional information was requested. See also MFR 3004209178-2010-10046.

Manufacturer narrative:
(B)(4) .